Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the glenoid was unavailable. A depuy (B)(4) supplier reviewed the device history records for the cup and found the product conformed to the required specifications and found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for the cup part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for dislocation and polyethylene wear of humeral cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.